Manufacturer narrative:
Retainer ring=black. Device was returned for pump error 130 and pump error 53 alarms found on (B)(6) 2021. Device's history and trace files downloaded successfully using thus software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 82 or pump error 81 alarms noted during testing. However, pump error 130 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 5:18pm and pump error 53 (line number: (B)(4), file number: (B)(4) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:05pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Device was cut open to perform visual inspection and found corrosion damage on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 130 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 5:18pm due to corroded motor home switch. Pump error 53 (line number: (B)(4), file number: (B)(4) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:05pm due to a software anomaly (esf#: 26110666). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.